Manufacturer narrative:
During a standard dental treatment the motor got hot and burned the dentists hand. It formed a blister between thumb and forefinger. No medical care was necessary. The analysis did show that the motor was never sent in for maintenance since purchase in (B)(4) 2007. As in (B)(4) the sterilization is performed against the user instruction over a period of 18 minutes there is a stronger wear process. This caused the motor to run bucking and with 30 percent less power. During the analysis the heat up of the motor was reproducible. The user instruction states that the device must not be used if it has irregular noise, excessive vibrations or unusual built-up of heat. (B)(4).

Event description:
During a standard dental treatment the motor got hot and burned the dentist's hand. It formed a blister between thumb and forefinger. No medical care was necessary.